Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient did not know if it was working or not so their symptoms were the same as before. The patient did not know how to adjust the programmer and was assisted with turning the programmer on and stimulation was set to a comfortable level. Follow-up with the patient's healthcare provider (hcp) determined that insertion of the single lead was difficult, but was able to be placed and stimulation was set to 1.0 and when stimulation was increased to 4.3 the patient felt stimulation in the buttocks and perineum. The patient's hcp indicated that there was no change in patient's voiding, but the patient did not have much of a chance to monitor for changes. The hcp's report also mentioned retention, and sore muscles as well as dried blood on the dressing and purple ecchymosis. The patient was seen again by their hcp a few days later and there was no incisional drainage, pain, or swelling around the incision. Additionally, the hcp noted that the patient had good appetite and their bowels were moving normally. The patient reportedly noticed improvements with their urgency, but "not uui" and did not think it was beneficial to proceed with full implant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.